Event description:
Information received by medtronic indicated that insulin pump had crack on back of pump and crack in case. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the back of pump found on (B)(6) 2021. Pump received with constant pump error alarms noted during rewind. Pump¿s history and trace files downloaded successfully using thus software. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error alarms. Pump error , confirmed multiple alarms in the pump history/trace files on 11/21/2021 22:45:00. ¿pump was cut open to perform visual inspection and found¿corrosion damage¿on the motor and dried insulin on motor slide. Unit tested outside the pump and received pump error at rewind. Test p-cap / reservoir locks properly into place. However, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: scratched case, pillowing keypad overlay, keypad overlay peeling, missing display window/cover, cracked case, cracked case (battery tube), battery tube threads - cracked, broken belt clip rails, cracked retainer, and cracked reservoir tube lip. Cosmetic damage was confirmed at the back of pump. Constant pump error alarms confirmed during rewind and in the pump history/trace files due to corroded motor home switch. Rewind anomaly confirmed due to dried insulin on motor slide. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.